Manufacturer narrative:
The device history records & sterility records have been reviewed by mfg and found to be in compliance.

Event description:
A patient reported left eye cv232 iol was implanted in 2003, with no problems. Approx 1 year ago, pt began to experience pain and difficulty in vision. Surgeon reported device was found to have a "cleft in optic" and was explanted and exchanged with a different brand iol along with a capsular tension ring due to some uncertainty as to regular integrity. No complications reported. Through 2nd day post-op, considerable initial corneal swelling with haze and striae limiting to hand-motion vision. Cleared to count - finger on the third day. By one month, 20/200. At six month (2007), 20/30 with correction. Prognosis noted as excellent. Potential further improvement to visual acuity expected despite mild age related macular degeneration. Rtc in 3 months. Request has been made for further info, however, no further info has been provided.